Event description:
Based on the information currently provided and available, it was alleged that during non-invasive clinical and therapeutic use of the device, the patient was found unresponsive and expired. It was reported that the device's apnea alarm had not triggered, with further notation stating that the device backup rate was set to 12 bpm and it was observed the patient was receiving 30 bpm. It was further noted that the patient had been on this specific ward for 21 days. The reporter has requested further guidance on determining if the apnea alarm was activated/muted/disabled. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm details of the device's operation. A follow-up report will be submitted when the manufacturer's investigation is complete. Cause and/or contribution of the device to the patient outcome cannot be confirmed nor refuted, as further good faith efforts are required.

Manufacturer narrative:
The become aware date has been corrected from 03/14/2025 to 03/13/2025.

Manufacturer narrative:
The trilogy 202 ventilator was returned to a 3rd-party service center for evaluation. The device was sent in for investigation following a patient incident. The customer stated they believed the apnea alarm did not trigger and wanted the device inspected. The unit was inspected visually for any damage and the errors logs checked. No cosmetic damage was found. The error logs showed that on (B)(6) 2024, the apnea alarm was triggered followed by the low circuit leak alarm. The alarm pause key was pressed. This action pauses the audio for any further alarms until the reset key is pressed, or until the device is turned off and back on again. The product validation test was performed at the request of philips to check the functionality of the device. The unit passed this test with no faults found. The unit has also been run with the apnea alarm turned on and a simulated scenario was carried out to check that the alarm functioned as expected. The alarm triggered after 10 seconds as set in the menu and when reset and tried again, the alarm triggered again as expected. The unit completed and passed all testing and is determined to be functioning as expected.